Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the audiologist, the patient developed an ulcer at the magnet site, and was treated with topical antibiotics in (B)(6) 2021 (specific date not reported). The implanted device remains.